Manufacturer narrative:
An event regarding audible noise involving a trident liner was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a review of the provided records and event descriptions for both related pi's was performed by a clinical consultant. The clinical consultant indicated that insufficient information was received for review and that "documentation of a right ppfx (femur). Need operative reports (any closed reduction), x-rays, and clarification of the reported events for second pi." Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. There was no indication that the patient has been revised to date. Additional information such as x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. The following product was added to the complaint after the initial medwatch was submitted. Cat. No.: 542-11-54f trident psl ha cluster 54mm, lot code: 97945201a, cat. No.: 6051-0935a secur-fit ha 132 hip stem #9, lot code: 10139109a, cat. No.: 17-3200e alumina c-taper head 32mm/0, lot code: 7842201. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience.

Event description:
Patient is experiencing pain and clicking on left hip.

Event description:
Patient is experiencing pain and clicking on left hip.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown left hip. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device remains implanted.